Event description:
The consumer reported that the patient had a tooth type of 3, the consumer also reported that the implant failed to osseointegrate but the implant did achieve stability. The consumer also reported that the time of loss in relation to the failure of the implant was before prosthetic restoration.

Manufacturer narrative:
The consumer reported that the patient had a tooth type of 3, the consumer also reported that the implant failed to osseointegrate but the implant did achieve stability. The consumer also reported that the time of loss in relation to the failure of the implant was before prosthetic restoration.